Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This 2 of 2 reports being filed for the same patient (reference 1822565-2017-00987 / 00989).

Event description:
It was reported that the counterbore sheared in half while attached to t-handle for reaming during surgery. The impactor/extractor was also stripped. A hospital owned vice grip and slap hammer were used to remove the trial stem. No fragments fell into the patient. Surgery was delayed by 30 minutes.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event.